Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that insulin squirted out of the insulin pump during manual prime. Customer stated that the pump piston continues to move forward after the reservoir contact and insulin is squirting out. No numbers appeared on screen and no beeps are heard. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose/protruded drive support disk. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked belt clip slot.